Event description:
Potential for injury associated with the l bracket on the crossbar for a t424rfa manual wheelchair breaking on the right hand side. This compromises the seating support of the chair and creates the potential for a falling injury to the user.